Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient went to their hcp for a refill, but had more medication volume than expected and reported withdrawal symptoms over the past few weeks. The physician scheduled a dye study which was unsuccessful, and they were unable to aspirate the catheter. The catheter was not patent. Actions included turning the pump to minimum rate and ordering computed tomography (CT), and a plan to schedule a full system replacement next week. It was unknown if there were any environmental, external, or patient factors relating to this event. The issue was not resolved at the time of the report.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that a full revision of system occurred on (B)(6) 2025 to replace the entire system, as the physician was unable to get cerebrospinal fluid (csf) flow from existing catheter. The pump was due for replacement soon anyways, so physician opted to replace that as well. The issue has been completely resolved.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting that the patient's system was replaced on (B)(6) 2025.